Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the issue has not resolved. He think the cause of the ins being off was the inability of the patient to charge the ins. No further troubleshooting was known by the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was having a return of symptoms. The rep contacted the patient and it was determined that the device was off. The patient was having issues charging his device. The patient preferred to charge while he was sleeping because his motor ticks made it difficult to charge while he was awake. The rep attempted troubleshooting over the phone and the patient was able to achieve 8 bars but it was challenging for him to keep the antenna over his ins. The patient was unable to maintain good coupling, became agitated, and hung up on the rep. The patient ins was reading low and needed to be charged according to the message on his recharging system. He expressed that he wanted a nonrechargable ins. No further complications were reported/anticipated.